Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were notified that things were changing. It was also noted that the implantable pulse generator (ipg) could not establish telemetry. The ipg remains in use. No patient complications have been reported as a result of this event.